Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that patient reports they are experiencing a "zapping" sensation at their implant site, but when therapy is off this sensation goes away. The rep is meeting with the patient on (B)(6). Tss reviewed checking the implant site, as well as trying to program around that area. Rep plans to try programming on the other lead.

Event description:
Additional information was received from a manufacturer representative (rep). The cause was still unknown. The rep was planning to see the patient on friday 3/14 to test leads, check impedances, see if zapping occurs with both left and right lead. The rep did have the patient try turning the stimulator off, and the zapping was gone when the stimulator was off. The patient reported the zapping was more intense with higher stimulation intensity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). The pt reported feeling "zapping" at the ins site/pocket that feels like a bee sting. Pt does not think it is scar tissue, the sensation comes occasionally and not due to specific touching. The rep had the patient turn stimulation off and patient will report back if the issue improves. The cause was not yet determined. The issue is not yet resolved and is ongoing, and the rep noted they would submit any new information that becomes available.

Event description:
Additional information was received from a manufacturer representative (rep). The rep did some lead testing with the patient, and zapping only occurred when using the left lead but not the right lead. The rep was unsure why it was doing this, but they changed all their programming to use the right lead, and it appears to be resolved at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.